Manufacturer narrative:
Title: rapid excision of massive localized lymphedema of male genitalia with vessel sealing device source: the canadian journal of urology, june 2019, pages 8290-8295. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed describes a series of patients who underwent surgical treatment for massive localized lymphedema. Two consecutive groups were studied, patient who underwent resection with bovie electrocautery alone (2007-2011, 11 patients) and patients undergoing resection with the ligasure vessel sealing device (vsd, 2012-2014), 8 patients. Intraoperative ebl was significantly higher with the use of ligasure: 546 cc ligasure and 218 cc bovie, p=0.128. One patient treated with ligasure developed an abscess that resolved after surgical drainage in the operating room.